Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device passed an incoming functional test. It was also noted that the battery drawer was broken, the ring, ring cover, bails and bail covers were missing, the "o" gasket was missing, the release latch was damaged, the upper case was damaged and scratched, and the user knobs were sticky and worn. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was returned for repair for case damage and due service. It was analyzed and was found to have further damage. The epg was returned to the manufacturer for servicing. The event occurred during pre-use checks, so there was no patient involvement.